Event description:
It was reported that the balloon ruptured. The 90% moderately tortuous and severely calcified target lesion. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at first inflation, it was noted that the balloon was ruptured at 6atm for 15 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.